Manufacturer narrative:
Clinical investigation: there is a possible causal relationship between the patient¿s event of fluid volume overload with edema and hospitalization and peritoneal dialysis therapy on the liberty cycler. The patient and peritoneal dialysis nurse reported that the cycler was alarming (unspecified alarms) every day and drain complications were encountered. The patient had a weight increase (32 pounds above dry weight) with lower extremity edema. The patient¿s peritoneal dialysis catheter was not found to be shifted and peritoneal dialysis therapy in the hospital resolved the fluid issue. There is no treatment data available for review. Based on the available information a possible causal or contributory relationship between the patient¿s adverse event(s) and the liberty cycler cannot be excluded. The patient¿s comorbidities could have also been a contributory factor to the fluid volume overload and edema. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) called into technical support requesting a replacement cycler for the patient due to a reported overfill. The pdrn did not have any treatment date documented and the cycler was not present at the time of the call. The pdrn reported that the patient is currently in the hospital and is not using the cycler. Upon follow up, the pdrn stated that the patient was hospitalized on (B)(6) 2018 for the fluid overload related to the patient¿s increased intraperitoneal volume (iipv) event. The pdrn reported that the patient received multiple alarms on the cycler (alarms unknown). The patient¿s fluid overload was characterized by shortness of breath (dyspnea) and severe edema. Per the pdrn, the patient received 24 hours of continuous peritoneal dialysis in the hospital to relieve the fluid overload. The patient did not require a switch to hemodialysis. The patient was subsequently discharged on (B)(6) 2018. The patient uses (B)(6)% strength delflex with a fill volume of 2200 ml. The patient¿s treatment data for the iipv event was requested, however not available. The pdrn provided the discharge summary for the reported event. Per the discharge summary, the patient was seen at the clinic on (B)(6) 2018 for complications related to their therapy. The patient had increasing weight for the previous two weeks. The cycler had been beeping every day (unknown length of time) and the patient was experiencing drain complications. The patient reported that the cycler was not functioning properly. The patient¿s urine was tested with no signs of cloudiness. There was concern that the patient¿s catheter (not a fresenius product) had shifted versus clotted. The patient was then sent to the hospital for further workup. The patient denied shortness of breath, chest, or abdominal pain. A respiratory exam showed no distress, normal respiratory effort and no crackles. The patient had an increase in weight from usual dry weight of 128 pounds to 160 pounds and an increase in swelling of lower extremities. Upon examination there was 2+ pitting edema of the lower extremities, but no clubbing or cyanosis and peripheral pulses were present. The patient did not appear to be in distress and maintained adequate oxygen saturation on room air. The patient was admitted for fluid volume overload secondary to a nonfunctioning peritoneal dialysis machine. The patient also had congestive heart failure with an ejection fraction of 40-45% as seen on echocardiogram. The patient underwent 24 hours of continuous peritoneal dialysis therapy to remove the excess fluid and was close to baseline when discharged. It is unknown if any fresenius products were utilized during the hospitalization. A peritoneal dialysis catheter culture was negative. The patient was discharged to home on (B)(6) 2018 and continues peritoneal dialysis therapy on the replacement cycler with no additionally reported issues. Per the pdrn, the patient is doing well and has since recovered from the event. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: although it was stated that the cycler was available to be returned, to date no parts have been returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.